Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in neonatal intensive care unit a nurse in australia patched through the answering service. They noted flow/marginal flow rate and only 3/4 bars on the water level in an arctic sun device. They wanted to know if either of these present an issue with therapy. They did not have a mobile phone in front of the device. The flow rate was 0.9lpm. Discussed correlation between the heater capacity and flow rate. Confirmed the bed was open, no windows that might impede flow. Discussed proper connection technique for attaching a pad. Had them write down instructions to view system diagnostics. They were able to put them on hold for a few minutes and confirmed the following system hours were 86, pump hours were 53, inlet pressure was -7.3psi and circulation pump command was 33 percentage. Advised these values look good and if they were unable to keep the flow rate where it was they could do further troubleshoot. It was advised there was no need to add water.

Event description:
It was reported that in neonatal intensive care unit a nurse in australia patched through the answering service. They noted low/marginal flow rate and only 3/4 bars on the water level in an arctic sun device. They wanted to know if either of these present an issue for therapy. They did not have a mobile phone in front of the device. Flow rate was 0.9lpm. Discussed correlation between the heater capacity and flow rate. Confirmed the bed was open, no windows that might impede flow. Discussed proper connection technique for attaching pad. Had them write down instructions to view system diagnostics. They were able to put them on hold for a few minutes and confirmed the following system hours were 86, pump hours were 53, inlet pressure was -7.3psi and circulation pump command was 33 percentage. Advised these values look good and if they were unable keep flow rate where it was they could do further troubleshooting. Advised there was no need to add water. Per follow up information received via email on 08jan2024, the device was not returned, no issue found with the device during call and no further complaint from customer. Therefore, issue was resolved with troubleshooting call. The issue was resolved no further issues reported post troubleshooting call. Reassurance to customer that low flow in nicu is normal and ¾ bar water is enough not requiring top up. No repair to device needed. No except that patient was a newborn baby. Therapy continued on device. No impact to the patient. Per follow up information received via email on 09feb2024, therapy completed on same device.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in neonatal intensive care unit a nurse in australia patched through the answering service. They noted low/marginal flow rate and only 3/4 bars on the water level in an arctic sun device. They wanted to know if either of these present an issue for therapy. They did not have a mobile phone in front of the device. Flow rate was 0.9lpm. Discussed correlation between the heater capacity and flow rate. Confirmed the bed was open, no windows that might impede flow. Discussed proper connection technique for attaching pad. Had them write down instructions to view system diagnostics. They were able to put them on hold for a few minutes and confirmed the following system hours were 86, pump hours were 53, inlet pressure was -7.3psi and circulation pump command was 33 percentage. Advised these values look good and if they were unable keep flow rate where it was, they could do further troubleshooting. Advised there was no need to add water. Per follow up information received via email on 08jan2024, the device was not returned, no issue found with the device during call and no further complaint from customer. Therefore, issue was resolved with troubleshooting call. The issue was resolved no further issues reported post troubleshooting call. Reassurance to customer that low flow in nicu is normal and ¾ bar water is enough not requiring top up. No repair to device needed. No except that patient was a newborn baby. Therapy continued on device. No impact to the patient. Per follow up information received via email on 09feb2024, therapy completed on same device.